Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the device was found to be in backup vvi mode while still in the box. A download was successfully performed and normal function and settings were restored. The device was implanted and the patient condition is fine.